Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one introducer needle was received for evaluation. Visual, microscopic and functional evaluations were performed. No anomalies were noted the introducer needle hub. An in-house syringe with dye water was attached to the introducer needle hub. The introducer needle was patent to both infusion and aspiration without issue. Therefore, the investigation is inconclusive for the reported suction and air/ gas in device issues as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, reverse blood allegedly cannot be drawn during puncture, only air is drawn, and a crack in the puncture needle is suspected. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, reverse blood allegedly cannot be drawn during puncture, only air is drawn, and a crack in the puncture needle is suspected. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one introducer needle was received for evaluation. Visual, microscopic and functional evaluations were performed. The complaint sample appeared to have residue throughout. Upon microscopic observation of the needle, one crack line was noted on one side the introducer needle hub. What appeared to be a water tear, was observed from the introducer hub when infusion was completed. An inhouse syringe with dye water was attached to the introducer needle hub. The introducer needle was patent to both infusion and aspiration without issue. Therefore, the investigation is confirmed for reported air/ gas in device issue and identified fracture issue. However, the investigation is inconclusive for the reported suction issue as the sample evaluation results indicating no issue in aspiration under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (device, component, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a port placement procedure using powerport slim implantable port, chronoflex single-lumen, 6f. It was reported that sometime post a port placement, reverse blood allegedly cannot be drawn during puncture, only air is drawn, and a crack in the puncture needle is suspected. There was no reported patient injury.